Event description:
Reportedly, premature battery depletion was noticed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The preliminary analysis led to the following observation: the subject pacemaker was implanted on (B)(6) 2024. A longevity study has revealed that premature battery depletion can be suspected. The root cause could not be determined. A likely hypothesis is a failure at a component level. Due to this issue, the device¿s integrity cannot be guaranteed anymore. - a device expertise is needed to determine the root cause. Based on those information, a pacemaker replacement is recommended.

Manufacturer narrative:
The conclusions are as follows: since not all of the historical follow-up data was provided, no precise estimation of the overall longevity could be performed. Based on the patient files provided, the expected overall longevity is estimated at 140 months. The implantation duration was 7 months, which is lower than 75% of the estimated overall longevity (75% of 140 months = 105 months). Based on hrs guidelines, premature battery depletion occurred. Before opening the subject pacemaker, there was no communication, no pacing and no sensing at all. After opening it, the pacemaker returned to a normal functioning with consumption within a normal range. This sudden change can be suggestive of: either an issue directly in the battery, or an issue related to electronics, with a random problem impossible to detect, or an issue related to a physical short circuit on the surface of the electronics, not visible on x-rays, which would have disappeared following the vibrations during the can¿s opening. The battery has been investigated by the supplier: no issue has been detected. This complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
Reportedly, premature battery depletion was noticed.

Manufacturer narrative:
The explantation date was provided and the replacement occurred on (B)(6) 2025. Once the investigation is completed, a new MDR will be provided.

Event description:
Reportedly, premature battery depletion was noticed.